Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported the patient still had a lot of trouble with it but it helps them a lot too. The trouble they were having had to deal with the loss of therapeutic effect with urination and they will have uti's. Sometimes it works great and sometimes it doesn't work. Patient stated they were doing better when they had the last battery replaced, however in the last year it hasn't been as good as it was. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the utis was not related to the device. It was noted that the device was functioning.